Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft, of scissor shaft assembly, was separated. The complaint is confirmed for scissors broke. A corrective action has been initiated to address this failure mode.

Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula broke. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Failure analysis performed in 2004, determined that the failure was related to scissor shaft separation. This failure mode is a reportable malfunction.